Manufacturer narrative:
Visual inspections were performed on the returned device. The reported bend was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was reported as not returning, but was received. H6: type of investigation - 4115 removed. H6: investigation findings - 3221 removed. H6: component code - 4755 removed.

Event description:
It was reported that vessel closure of an unknown vessel was attempted using two proglide devices relative to an unknown procedure. Reportedly, the first proglide was bent on the metal portion. The second device broke at the black and metal connection. Cutting the tissue was required to pull out the proglide device with kelly clamps. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1 - facility name, address and phone. Updated with hospital details. Distributor filed on initial.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that vessel closure of an unknown vessel was attempted using two proglide devices relative to transcatheter aortic valve implantation (tavi). Reportedly, the first proglide was bent on the metal portion. The second device was noted to have resistance pulling back, the feet appeared to be deployed. The proglide device broke at the black and metal connection. Cutting the tissue was required to pull out the proglide device with kelly clamps. Manual compression was used to achieve hemostasis. No additional information was provided.